Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 19, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and no issues that could contribute to or cause the complaint issue were identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the left eye, the patient experienced blurred vision. The issue was noticed during post-operative exam. The lens was explanted in a secondary procedure. Another johnson and johnson iol was implanted as replacement (same model, different diopter of 11.0, different cylinder of 6.00). An incision enlargement was required. There was no patient injury. The patient is doing fine post-operative. It is unknown if the patient's visual acuity improved with the replacement lens. No further information was provided.

Manufacturer narrative:
Section a5: race and ethnicity: unknown; section b3: date of event: unknown; the best estimate date is between (B)(6). 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.